Event description:
The account alleged that the trendelenberg functions are working intermittently and the head end does not lower all the way. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.